Manufacturer narrative:
Investigation conclusion: the report of an unintended rate change was not confirmed. Details regarding the reported event were not provided. The pcu event log shows the last infusion programmed on pump module s/n (B)(4) was at 10:27 pm on (B)(6) 2020 and was for vancomycin 1gram/250ml (drugid 349) at a rate of 166.7ml/hr with a vtbi of 250ml. At 10:29 pm, the user changed the vtbi to 50ml and then ran until 10:47 pm when the primary infusion completed, and the device transitioned to kvo at the kvo rate of 20ml/hr. The device was then channeled off. The volume recorded as being infused during this period was 50.59ml. The devices were being used for treatment. The devices were not returned for investigation. The disposable tubing was not returned for investigation. Device inspection: n/a, only the device event logs, and customer dataset were received for investigation. Root cause analysis: the root cause of the reported unintended rate change was not identified. Device history review: review of the pump module s/n (B)(4) service history record showed the device had a manufacture date of 08mar2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 05nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. Review of the pcu s/n (B)(4) service history record showed the device had a manufacture date of 06mar2017. A review of the device service history record was performed beginning from the date of manufacture to the present date 05nov2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. No devices received, log review only

Event description:
It was reported that the device experienced an unintentional rate change during an infusion of an unspecified medication. There were no adverse effects caused to the patient from the event.